Event description:
High readings on her one touch ultra 2 meter. In may 2006 around 4:30 pm the patient obtained a 450 mg/dl while asymptomatic. She took insulin and later began to sweat. She went to the physician's office where her blood glucose was 95 mg/dl and did not receive any medical treatment. No information on how soon after testing the patient went to the physician's office. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was done and the test strips passed using the control solution. The customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident and how soon after taking insulin she developed symptoms. The complaint is being reported because the patient took insulin after getting a result of 450 mg/dl and later had symptoms that could be consistent with hypoglycemia. However, the patient received no treatment and her blood glucose reading at the physician's office was 95 mg/dl which is within the normal range for one's blood glucose.